Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Stylette and sheath were returned loaded onto device. Deformation was evident to the 12th,13th and 14th distal stent wraps with struts raised. Visual evaluation confirms a fail due to deformation of stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a lesion exhibiting no tortuosity, no calcification and 95-98% stenosis. No damage was noted to device packaging and no issues were noted when removing the device from the hoop. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the stent could not pass through the lesion. The case was completed by another manufacturer¿s product. The physician believes the event is related to lesion morphology / procedural related and not device related. Post procedure, the patient is reported as alive, no injury. Device analysis identified stent deformation